Event description:
Related manufacturer report number: 2017865-2022-15903. It was reported that the patient presented for generator change with a known history of noise exhibited by both the right atrial and right ventricular leads. Both the leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received a partial lead was returned in two pieces. Visual examination found full breach insulation degradation exposing the outer coil on the distal region of the lead. The cause of the reported event was isolated to the exposure of the outer coil in the degradation zone. All other damage found was consistent with procedural damage. The reported event of noise was confirmed.